Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Follow-up 1: investigation outcome. During ventilation on 08 december 2025, the ventilator displayed tf 8912. Log file review confirms a single occurrence of tf 8912 ¿ ftf_cuff_no_motor on 2025-12-08 at 15:02:17 . Prior to the issue, repeated cuff-related alarms (cuff leak and cuff disconnection) and multiple ¿check flow sensor tubing¿ alarms were recorded, indicating unstable cuff system behavior. Tf 8912 indicates a failure of the intellicuff motor drive, consistent with a potential mechanical blockage, motor malfunction, or internal cuff module hardware failure. Following the event, a full service software procedure was done with no issues reported. The issue could not be reproduced. Therefore, based on the available information, the exact root cause could not be determined.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with 8912 during ventilation and could not be cleared. Quotation from the reporter "took device off patient". No health consequences or impact.